Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there had been over seven million low impedance measurements which resulted in a lead warning on the right ventricular (rv) lead. The impedance was still below the normal range. The threshold was noted to be within the normal range but had increased slightly. Follow-up was performed and it was determined that the lead remains in use and they have chosen to monitor the issue only at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.